Event description:
Pt was warmed during surgery and sustained second and third degree burns on the feet. Pt had poor vascular perfusion prior to abdominal aortic aneurysm surgery and was crossclamped. Instructions specifically warn against warming under these pt and surgical conditions.